Event description:
Complainant alleged that while attempting to treat a 61-year-old male patient, a spark was seen from the electrode pads after the selected energy was delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.